Event description:
Information received indicates the brake is not holding and the casters have poor mobility.

Manufacturer narrative:
The technician found the casters were worn and rusted. He replaced the four casters to repair the bed.